Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user contacted support for assistance with a first supply change on the ilet, insulin delivery was resumed, and the user described a missed meal announcement that led to a brief hyperglycemic excursion followed by hypoglycemia; troubleshooting and education were completed regarding meal announcements and carbohydrate treatment. Symptoms included shakiness associated with hypoglycemia and cgm low and urgent low alerts. Outcomes included no professional medical intervention, no use of backup therapy, and no need for assistance from others. Investigation included a review of user-reported glucose history and device use, along with education on treating lows with oral glucose and allowing the system time to correct highs. Investigation of this case revealed that the event was consistent with user behavior related to snacking without announcing carbohydrates, rather than a device malfunction; no alarms indicative of severe hyperglycemia were reported, and insulin delivery resumed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement.